Event description:
It was reported that during pre-check it was observed that the "the cable is damaged" on the motor device. The device was not used in surgery. It was unknown to the reporter if there were any delays to scheduled surgical procedures or if a spare device was available. The reporter stated there were no injuries or medical intervention reported. The exact event date was unknown. However, the reporter clarified the event occurred in 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).